Event description:
It was reported that a patient underwent an unknown spinal procedure. While trailing, "the surgeon tapped the trial too deep into the neck and the trial abutted the spinal cord. It was quickly removed. The graft was put in the disc space and the plate was implanted. Post-op, the patient had problems moving his leg and left arm. The leg has resolved and most of the arm weakness as well but the grip strength issue and numb fingertips remain". No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.